Event description:
It was reported that the bed made a sudden drop. There was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - footend spline stripped out. Bed removed from service.